Manufacturer narrative:
(B)(6). The fse also replaced the vacuum pump oil in addition to the catalytic converter and oil mist filter. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of odor/smells issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." Trending analysis of the odor/smells issue was reviewed from march 2017 to september 2017 and no significant trend was observed. The catalytic converter, oil mist filter and vacuum pump oil were not returned for further evaluation. The assignable cause of the odor/smells is the catalytic converter, oil mist filter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
Initial reporter phone: (B)(6). A field service engineer was dispatched to customer site. The fse clarified the odor was an oil odor not a peroxide odor. The catalytic decomposition filter and oil mist filter were replaced to resolve the reported "odor" issue. Unit meets specifications and was returned to service. Reference asp complaint # (B)(4).

Event description:
A customer reported an event of a "peroxide odor" emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.